Event description:
It was reported that patient presented with right ventricular lead that was exhibiting over-sensing noise. On (B)(6) 2023 the lead was capped, and new lead was implanted. The patient was in stable condition.